Event description:
Caller reported a malfunction on the pump, specifically a malfunction code identified as malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions on how to proceed if the malfunction recurs. Caller was advised to continue using the pump and understood the instructions given.